Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the black box was not available due to pump internal moisture damage. The pump powers up with audio/tone/vibration and displays verify screen with cs 052 alarm. Investigators were unable to clear the cs 052 alarm. Moisture is observed under display. The display is distorted due to moisture damage. The pump could not be exercised for 24 hours due to cs052 alarm. The battery compartment is cracked along the side starting from seal case. The pump case removed and moisture damage was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.